Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed post paced t-wave oversensing, high capture thresholds, p-wave amplitude variation, and premature battery depletion. Programming changes were performed to resolve the issue. The patient condition was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed post paced t-wave oversensing, high capture thresholds, p-wave amplitude variation, and premature battery depletion. Programming changes were performed to resolve the issue. The patient condition was stable.